Manufacturer narrative:
Evaluation is progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed optical probe was missing its spring clip assembly, and that it would not attach properly to any size cuvette, which would lead to values from the optical probe to be inconsistent as it would not be securely attached properly to maintain accurate readings. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the hematocrit (hct) numbers jump all over the place on the blood parameter monitor (bpm). They tried cleaning the probe, but it did not seem to help. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: this user reported that during use of the bpm 100, the hematocrit (hct) values jumped all over (erratic measures). They tried cleaning the probes and the performance was not improved. They continued to use for hematocrit saturation module (h/sat) data. It was obvious the hct measures were not accurate. The case was completed successfully, without delay and without associated blood loss. The bpm 100 unit is an old platform that is no longer maintained or serviced by the manufacturer.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.